Manufacturer narrative:
The returned device was evaluated and timeouts and a drive stall were noted in the data. The ratchet gear was not sufficiently rotate to release the release bar and deploy the needle mechanism. A root cause for the drive stall could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while activating a pod , when priming both the needle and the cannula had not deployed. The patients reported blood glucose level was 315 bg/dl. The pod was not worn.